Event description:
It was reported that the patient presented with high powers and flows than the baseline and lactate dehydrogenase level in the 1900's. The healthcare team was concerned for pump thrombosis. The log files captured a low-speed event on (B)(6) 2022 at 1249 due to the low limit being set higher than the fixed speed. It was also noted that that the pulsatility index have been on a downward trend and the pump power was on an upward trend starting on (B)(6) 2022 with powers routinely noted in the 6-7w range for the remainder of the log. The data logger was set to record every hour and the pump powers still remained elevated in the 6-7w range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2022. The cause of death was determined to be multisystem organ failure secondary to infection. The death was not considered to be device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed an upward trend in pump power and flow; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained overlapping data spanning from on (B)(6) 2022, per the timestamps. Pump power and estimated flow revealed a slight upward trend from the patient's baseline from on (B)(6) 2022, with a corresponding downward trend in pulsatility index (pi). An autopsy was not performed and the device was not explanted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15apr2015. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 entitled ¿introduction¿, lists potential adverse events, including device thrombosis, hemolysis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), infection, and death that may be associated with the use of the hmii lvas. Section 1 of the IFU also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed an upward trend in pump power and flow; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate ii lvas, serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh), could not be conclusively established through this evaluation. The submitted log files contained overlapping data spanning from 02oct2022 to 27oct2022, per the timestamps. Pump power and estimated flow revealed a slight upward trend from the patient's baseline from 24oct2022 to 27oct2022, with a corresponding downward trend in pulsatility index (pi). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15apr2015. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the hmii lvas. Section 1 of the IFU also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.